Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information. The failure investigation will include inspection and testing of the returned product.

Event description:
The patient, a young man (B) (6) was admitted after collapsing during playing in a game of baseball. The young man had been "beat-up" the night before and was unaware that he suffered a cranial bleed. During his treatment, an accudrain was placed and draining, however, it was stuck and would not move up and down. The accudrain was replaced and was functioning properly. Several hours later, the patient was removed from life support and expired. The reporter stated, "the device malfunction was not considered related to the patient's outcome." The accudrain was sent back to the manufacturer for investigation.